Manufacturer narrative:
(B)(4). The lot was manufactured from january 15, 2015 ¿ january 16, 2015. The device was returned for evaluation. Visual inspection identified particulate matter in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a large volume infusor device. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.